Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) has been used as a default. Initial reporter zip code : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be duplicated or confirmed and the root cause is undetermined. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen ndl had needle broken off. The following information was provided by the initial reporter: the consumer reported that the needles are very weak and break while inserting them for insulin.